Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that a donor felt light-headed in 5th draw cycle on the plasma collection system. The operator put the procedure into the last return cycle and ended procedure. The operator noticed blood still in the bowl, but the machine did not recognize that. The technician found the optics out of spec at 0 for the open value. The donor status was not confirmed at the time of report. No operator injury was reported. The customer technician contacted haemonetics product support to troubleshoot the device. The center technician was able to calibrate the optics to specification and no parts replacement was needed. The optics out of calibration would have contributed to the cell loss. The cell loss would be considered a temporary injury that was not serious. No disposable or solution products were available for eval. Batch record review shows no non-conformities. We have been unable to acquire further clinical info regarding the event and the donor's treatment and outcome. The investigation is ongoing. F/u report will be filed when investigation has concluded.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that a donor felt light-headed in 5th draw cycle on the plasma collection system. The operator put the procedure into the last return cycle and ended procedure. The operator noticed blood still in the bowel, but the machine did not recognize that. The technician found the optics out of spec at 0 for the open value. The donor status was not confirmed at the time of report. No operator injury was reported.